Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient with an right ventricular (rv) lead manifested twiddler's syndrome. Additional information obtained from the field indicated that dislodgement was observed. The rv lead was explanted and replaced. No additional adverse patient effects were reported.